Event description:
It was reported that a obvious decline in pt's hearing performance was noticed by the guardians since (B)(6) 2012. Problems with the external devices were excluded. A history of a head trauma is denied by the guardians. Latest testing in situ showed that the device has malfunctioned. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.